Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that there was a defective pixel (pink) on the screen. No other details regarding the nature of this event were provided.